Event description:
Pt in cath lab for left heart cath. Cath entered in right antecubital, as exam completed and cath was being withdrawn, loss waveform, from catheter. It was noticed possible kink, providers tried several attempts to withdraw angiocath, but could not, then noticed catheter out of artery. Catheter had broken off and puncture the artery. Vascular surgeon took pt to operating room immediately for removal of foreign body, catheter from right brachial artery, performed, cutdown, and ra reversed saphenous vein bypass. Catheter retrieved intact; pt d/c in am.